Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported in a journal article that a patient underwent a revision due to a fractured post of the tibial bearing; the patient was also experiencing lateral knee pain, instability, and locking. The tibial bearing was removed and replaced. No further information has been provided

Manufacturer narrative:
(B)(4). (B)(6). Jones ma, yousef a, dhaliwal j, kulkarni ss. Failures of the dual ariticular knee prosthesis due to fracture of the polyethylene post, the knee (2011), 10.1016/j.knee.2010.08.003. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
In a journal article it was reported that a patient needed a revision of the insert due to locking, instability, and lateral knee pain. This occurred 5 years post operation.